Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report thrombus and myocardial infarction (mi). On (B)(6) 2020, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. Two clips (90809u103, 90810u152) were successfully implanted, reducing mr to a grade of 1-2. On (B)(6) 2020, transthoracic echocardiography (tte) was performed and showed thrombus approximately 1cm from the apex of the heart. It is unknown if the thrombus was caused by the implanted clip, but the physician speculates it was caused an occlusion myocardial infarction (omi). To treat the thrombus, warfarin was prescribed. Additional medication was also administered clopidogrel during outpatient therapy. It was noted that mr remained at a grade of 1-2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a definitive cause for the reported patient effect thrombosis could not be determined. It is possible that procedural conditions contributed to the thrombosis; however, this cannot be confirmed. The myocardial infarction appears to be related to the thrombosis. The reported patient effects of thrombosis and myocardial infarction (mi), as listed in the mitraclip nt system (jpn), are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.